Event description:
It was reported by the control module was very noisy throughtout the case. The case was completed with no patient consequence.

Manufacturer narrative:
H3 evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.